Event description:
Caller reported that the pump became hot to touch while it was charging. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the return and replacement of the pump along with tandem charging supplies. The caller was informed and acknowledged they would need to log in to their tandem account for training before using the new pump. A replacement pump with updated software was sent, and instructions were provided on returning the problematic pump. The caller understood all instructions and confirmed the necessary actions.